Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the channel tube was found to be a part of a brush and could not be removed. The probable root cause of the stuck brush fragment was likely due to the observed buckling of each channel or nozzle / the gap on the insertion section or the boot, which prevented the removal of the material, even after proper device reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿working channel was blocked¿ was confirmed. The following findings were also noted during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, due to wear of angle wire, bending angle in up/down/right/left direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, due to wear of angle wire, the play of right/left knob is out of specification, adhesive on bending section has a chip, ultrasonic cable has a buckling, adhesive around objective lens has wear, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, grip has a scratch, scope-body has a crack, right/left knob has discoloration, due to damage on lock engagement knob, water tightness is lost, and acoustic lens has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope working channel was blocked during an unknown procedure. Upon inspection and evaluation, the channel tube is blocked, clogged and the clogging inside the channel tube cannot be removed, unit has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.